Event description:
It was reported that during an implant procedure, the right and left ventricular leads were difficult to insert into the device header. Excessive force was necessary. The two leads and device were implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.